Manufacturer narrative:
(B)(4). A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 04mar2016. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the patient's pump alarmed "battery disconnected" even though the pump was plugged into a red outlet during the running of the patient's medication. The patient's map dropped and the patient required immediate intervention from the team. There was patient involvement that required medical intervention to preclude harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the patient's pump alarmed "battery disconnected" even though the pump was plugged into a red outlet during the running of the patient's medication. The patient's map dropped and the patient required immediate intervention from the team. There was patient involvement that required medical intervention to preclude harm.